Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert system. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to a third party service center. Review of the device data logs confirmed the sf188. The pneumatic block and main circuit board were replaced as a precaution. The device was serviced and fully tested before it was returned to the customer resmed reference#: (B)(4).